Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device the user facility responded to a good faith effort via email on 20-dec-2021 and stated that the failure was observed during thr pre-inspection check and the patient was not already prepped for the diagnostic procedure. There was no reporter patient injury or delay in the procedure which would require medical intervention such as additional anesthesia or prolonged hospital stay. The user facility also confirmed that they perform pre-procedural checks and use for the product involved as well as follow any instructions for use of accessories and reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 15-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: ccd circuit board loose, passed dry leak test, up/ down control knob/ lever cracked, passed wet leak test, image blackout, customer complaint confirmed. The device underwent repairs including the following components: o-rings and seals, pcb for ccd su k3a pb-free/ntsc USA, electrical connector assy. The endoscope is awaiting repair and approved by final qc as of 11-jan-2022. Model vls-1190stk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 07-jan-2022, a device history record(DHR) review for model vls-1190stk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) on 26-jan-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-jan-2017 investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer stated when the unit is plugged there is just a black screen with no visual involving pentax medical video laryngostroboscope model vls-1190stk, serial number (B)(4). The timing and the location of the observation are unknown at this time. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event

Manufacturer narrative:
Evaluation summary: refer to expiration date as complaint notification date. Customer reported no video image. The customer stated when the unit is plugged there is just a black screen with no visual. At first the user thought it was the processor. Tier 2: therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb loosened, and the u/d knob cracked, however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information g6: follow up #1 h2: if follow-up, what type? H6: coding changed based on the investigation.